Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient heard the lead integrity alert that was triggered due to noise. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.